Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient had difficulty in charging the ipg due to the position of the ipg in the pocket. The patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was repositioned which resolve the issue.